Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two samples was returned from the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with saline, and then infused with the pump dchu-0009 and pump module dchu-0011 at 125 ml / hr. No air in line was observed. The customer complaint that they have another tubing with bubble could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 gem 20dp ckv 3ss dehp free experienced air bubbles/air in line. The following information was provided by the initial reporter: material #: unknown. Batch/ lot #: unknown. Had another tubing issue. I have another tubing set with the bubble , same place in the tubing.